Event description:
It was reported that the lead exhibited high hv lead impedance. Reprogramming of the shocking vector is planned, and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.